Event description:
According to the reporter, pre-operatively, the shell did not fit properly. It was difficult to close the shell. Another shell was connected without issues. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that both of the side latches were bent inwards, preventing full closure of the device. Functionally, the side latches of the shell were manually bent outwards so that the handle could be placed inside, after which the screen showed that the shell had not been used. An adapter was successfully connected and calibrated. The handle was removed from the shell and placed on a charger to reset it. The handle was then inserted back into the clamshell, and the device properly showed that the shell had been used. It was reported that it was difficult to close the shell. The reported issue was confirmed. The root cause was identified as a quality issue with a component obtained from a third party supplier. The tray design on which clamshell parts were placed left the tabs exposed, resulting in a potential for the tabs to deform and bend. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.